Event description:
Country of complaint: (B)(6). Inner foil was welded with outer foil. Due to this fact a sterile withdrawal was not possible.

Manufacturer narrative:
Us reporting agent notified on: (B)(6)2015. Manufacturing site evaluation: samples received: 26 unopened pouches and 1 opened. There are no previous complaints of this code batch. There are no units in OEM stock. Received 26 closed samples and one opened (only the second pack is opened and with the aluminum pack stuck to the paper foil). This defect is caused in the welding machine during the manufacturing process of the product. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: not applicable.